Manufacturer narrative:
Manufacturer ref#: (b))4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Two photos accompanied the complaint file. In said photos, the enterprise system can be seen with the stent partially detached from the delivery wire in the proximal end of the introducer. No additional damage was found. A device history record (DHR) was performed, and no internal actions were identified. Although the impeded condition cannot be evaluated through a photo since a functional test is needed, the customer complaint regarding the detachment of the stent was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty procedure, an enterprise2 4mmx39mm no tip (product code: encr403900, lot number: 8848369) was impeded in introducer and could not be pushed into the unspecified microcatheter. The doctor observed that the stent was detached from the delivery wire in the introducer. A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 02-apr-2026 indicated that a guidewire was used in the microcatheter (mc) prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. A prowler select plus 150/5cm microcatheter (product code: 606s255x) was used. The mc did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.